Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The technical services (ts) review the episode and recommended to review appropriate device connection and system placement x-rays comparing current placement with implant position, review lead system path integrity and connection checks in header. This electrode remains in service. No adverse patient effects were reported.